Event description:
The customer reported that while loading the kit for the procedure, they noticed that the liquid exchange joint was disconnected. Patient information is not available at this time. Terumo bct is awaiting the return of the disposable set for evaluation. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation evaluation and corrective actions are in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a clean unused optia set was received for investigation. Upon visual inspection it was noted that the two ends of the luer connector on the replace line were disconnected. No defects of luer connector were noted. The luer connectors were able to be reattached together. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. Root cause: based on the evaluation of the returned set, this is likely a misassembly in which the assembler did not completely connect the two luers and during handling, the luers became disconnected. The spectra optia essentials guide cautions operators to not use the set if the tubing set appears to be incorrectly assembled or if any end caps are not in place.

Event description:
Per the customer, no patient was involved in this incident, therefore no patient information is reasonably known at the time of the event.